Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator displays motor faults in the event log. Patient involvement information was not provided by the customer. The technical support engineer (tse) troubleshot the issue with the customer over the phone. Tse recommended that the unit be sent in for service.